Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the needle driver instrument involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the single port (sp) needle driver instrument did not move properly, and the motion was not intuitive. The procedure was completed with no reported injury.